Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: clinical data was reviewed. At the time of the mentioned transmission the atrial lead serial number entered in the device patient information was already registered to a different patient. According to the representative, this information was corrected in the device. There did not appear to be a registration error, there was an error in entering the correct lead information in the patient¿s device. The most likely cause of the event is user error by the field representative who entered the lead information in device. The investigation determined that the product tested in specification and/or performed as intended. No device or service history record was performed because the website is not manufactured or serviced. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient information page in the remote monitoring network transmission report displayed incorrect atrial and ventricular lead information. Technical assistance was performed, advised ventricular lead information entered in the device was r egistered to a different patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 5076-52 serial# (B)(6) implanted: (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.